Manufacturer narrative:
A ge service representative performed an onsite investigation. The position of the potentiometer was adjusted and the contact part of the set screw was flattened as a permanent precaution to prevent the gear from slipping. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a bad iris potentiator error message and would not boot up. No patient injury was reported.